Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented remotely via merlin. Review of transmission noted that the pacing impedance value was double the baseline. However, upon interrogation, the high impedance was unable to be reproduced. The physician decided to continue to monitor patient. There were no patient consequences.